Manufacturer narrative:
Adjusted camera iris for proper operation in digital spot mode. System is working as intended.

Event description:
The customer reported image quality degrades when collimator is used. Image quality for digital spot will vary from shot to shot even if kv, ma, and anatomy stays the same.